Event description:
Edwards received notification from our affiliate in austria. As reported, a patient underwent a valve-in-valve procedure with a 26mm sapien 3 ultra within a degenerated non-edwards surgical valve in the aortic position by left transfemoral approach. During procedure, difficulties were noted when puncturing, wiring, and pre-dilatating with a 20mm balloon due to the angulation of the aorta and patient obesity. After pre-dilatation, the 26mm sapien 3 ultra valve was introduced and advanced through the esheath with resistance and to the surgical valve. Due to the angulation of the aorta and the non-edwards device, several attempts to go through the surgical valve were performed but all attempts were unsuccessful. It was decided to abort the procedure and the commander delivery system was pulled back into the descending aorta and placed there. Although it was advised several times to pull back the valve inside the esheath and retrieve everything as single unit, the commander delivery system and esheath were pulled back out of the patient without fluoroscopy and checking if the devices were as explained. The patient experienced a massive bleeding on the left femoral artery and the patient needed to be transferred to the operating room for an aorto-femoral bypass surgery. The patient passed away 2.5 days post vascular surgery due to multi-organic failure (right heart, kidney, etc.). As per the evaluation of the provided imagery, it was observed that the distal tip of the esheath was torn. As per the evaluation of the provided imagery, it was observed that the distal tip of the esheath was torn.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-02424.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of sheath distal tip torn was confirmed based on evaluation of the provided imagery, while the complaint for difficulty advancing the delivery system through the sheath was unable to be confirmed due to unavailability of relevant imagery nor device returned. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per event description, ''after pre-dilatation, the 26mm sapien 3 ultra valve was introduced and advanced through the esheath with resistance ... As per the evaluation of the provided imagery, it was observed that the distal tip of the esheath was torn''. Per evaluation of the provided imagery, the sheath distal tip was observed to be torn radially. The failure mode is characteristic of sheath tip tear events as described in product risk assessment (pra). While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. Additionally, 3mensio imagery was also provided and shows the presence of access vessel tortuosity and calcification near the aortic bifurcation. Tortuosity can lead to non-coaxial alignment between the crimped valve and the sheath, which may lead to the valve struts to catch onto the sheath distal tip, tearing the tip. Calcification can create a constrained effect on the sheath leading to sub-optimal conditions for distal tip expansion. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (tortuosity, calcification) may have contributed to the complaint events. However, a definitive root cause was unable to be determined at this time. A pra was previously initiated to document investigation and assess associated risks for the issue. A CAPA captures process improvement activities. For the complaint for difficulty advancing the delivery system through the sheath, per the training manual, ''push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification''. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. As such, available information suggests that patient factors (calcification, tortuosity) may have contributed to the complaint event. No device or labeling problem was identified during the evaluation. Therefore, no further escalation is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.